Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A two year database search against the four provided neck trial product codes found no trend for failure regarding the ring component. The lot codes required to determine manufacturing age were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The rings on the summit neck trials have broken off from regular use.